Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Information was requested regarding product information. However, no further information was provided. Should additional information be received, a supplemental report will be sent. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited gradually increasing shock impedance. A commanded shock was performed, which indicated the true shock impedance was within range. The issue will continue to be monitored. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead exhibited gradually increasing shock impedance. A commanded shock was performed, which indicated the true shock impedance was within range. The issue will continue to be monitored. The lead remains in use. No additional adverse patient effects were reported.